Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve holder was attached to the valve with one suture tip exposed. The right left and right non-coronary stent posts were deflected inward by a .25mm gap. Valve holder: the valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations; one suture was cut during analysis. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of a suture wound during the cinching of the valve. Under magnification, one of the tips was cut. Two tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. The cut suture end appeared smooth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 33mm mitral bioprosthetic valve, it was reported that the cinch mechanism suture broke during a quick handle turn. It was replaced with another valve of the same model which was implanted without issue. It was indicated that the cinch may have been tightened too much. No patient involvement was reported.